Manufacturer narrative:
Alleged failure: serfas activates itself. Without pressing the button. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be probe short due to fluid ingress. A broken/damaged bond of the polyimide and suction tubing causes fluid ingress to the pcb which can lead to a short circuit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was continuous activation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was continuous activation.